Event description:
A nurse reported a pt's venous needle became dislodged from the pt's arm during a treatment on a system 1000 hemodialysis machine. Reportedly, there was no machine alarm. The needle dislodgement was detected when the pt noticed blood on the arm. The amount of blood lost was not reported, however, following the incident the pt received two units of blood. There was no other medical intervention and there was no pt injury. The pt was not hospitalized and has fully recovered.